Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that the motor power too low. The motor was replaced preventatively. Device repaired and returned to the customer (B)(4) 2013. Placeholder.

Event description:
According to the reporter the equipment did not work during surgery. This is report 1 of 1 for event #(B)(4).